Event description:
It was reported that after insertion the safety mechanism failed and needle was unable to be completely removed with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, translated from japanese to english: after punctured, the push tab didn't remove and hcp couldn't remove the needle completely.

Manufacturer narrative:
H.6. Investigation summary: received a 22ga nexiva unit consisting of a fully disengaged needle-grip-shield assembly and a catheter-assembly extension set assembly. No packaging material was returned. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Visual examination: traces of blood residue were observed throughout the components of the unit. The cannula was fully disengaged with the v-clip retracted within the assembly. This indicates that needle did retract properly, however tip shield failed to decouple from the winged adapter. After manipulating the assembly (by force) the adapter came out of the tip shield and a large solid white residue between the adapter and a tip shield was found. Note: the pictures received revealed the same 22ga unit. Observations are similar to those of the physical sample. Ftir analysis has been performed to determine the nature of the residue and it was determined that it is an adhesive used to glue cannula to the grip in zone 6. Conclusion(s): manufacturing: the source of the defect was confirmed to have come from zone 6 dispense adhesive station. H3 other text : see section h.10.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after insertion the safety mechanism failed and needle was unable to be completely removed with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, translated from japanese to english: after punctured, the push tab didn't remove and hcp couldn't remove the needle completely.